Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer on 29-dec-2025 that prior to use the cs300 intra-aortic balloon pump(iabp) had air leak detected. There was no patient involved. Fse tested pneumatics and performed all leak tests, passed to specifications. Observed leak in iab catheter in logs, tested alarm operational. Unit passed all functional and safety tests per factory specifications, reurned to customer.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e3, g3, g6, h2, h6 (type of investigation, investigation findings, impact code, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they tested pneumatics and performed all leak tests, which passed to specifications. Device passed the performance and safety checks according to factory specifications. No malfunction normal alarm trigger.

Event description:
It was reported by the customer on 29-dec-2025 that during use the cs300 intra-aortic balloon pump(iabp) had air leak detected. No harm or injury to the patient was reported.